Manufacturer narrative:
This device is not available for return at this time as it is still currently in service.

Event description:
It was reported that this device has depleted 49% battery over approximately four months. Device analysis was performed indicating that it is depleting prematurely. Replacement was recommended, however the device is still currently in service. No adverse events at this time.

Manufacturer narrative:
The returned s-ICD was analyzed and a review of the device memory revealed no system errors and that the power consumption had been gradually increasing over the past year. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. The identified capacitor was removed and tested, independently quantifying the extent and behavior of the electrical leakage. Testing confirmed the compromised capacitor caused a high current drain condition. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case.

Event description:
This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
This device is not available for return at this time.

Event description:
This supplemental report is being filled to include device explant information.